Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced issue of infusion set's cannula being kinked on 31-may-2024. The site of insertion was located at abdomen. The issue occured right away after insertion. The issue was resolved by replacing infusion set and resuming insulin. The patient also confirmed the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend/kinked slightly. No further information available.